Event description:
The pt services rep of a male pt called to report that she was having trouble obtaining a baseline. She stated that the ECG looked very small on the screen. She said it looked like a flat line with a few bumps. Support had the psr replace the pt's monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.